Event description:
As reported by the (B)(4) study, a patient experienced stable angina one year after the index procedure and was diagnosed with coronary artery restenosis of the ramus itermedius (1st obtuse marginal). The indication for the index procedure was stable angina pectoris. At the time of the index procedure, angiography revealed 80% stenosis in the mid rca and a 99% stenosis of the 1st om. The first lesion treated was the rca, described as 10mm in length, class b1 and de novo. The reference vessel was 3.0mm in diameter. The lesion was pre-dilated with a 2.5 x 12mm balloon at 6atm and a 3.0 x 13mm cypher rx stent was implanted at 20atm. The residual stenosis was 0%. The second lesion treated was the 1st obtuse marginal (1st om) and was described as having 99% stenosis, 30mm in length, class c, de novo, and anatomically complex. The reference vessel was 2.25 in diameter. The lesion was pre-dilated with a 2.0 x 12mm balloon at 2atm and a 2.25 x 23mm cypher rx was implanted at 15atm with 0% residual stenosis. An additional stent was used due to initial stent not fully covering the lesion. A 2.25 x 18 cypher rx stent was deployed distal to and overlapping the initial stent to fully cover the lesion. No post dilation was performed. No complications were reported and the patient was discharged the next day. At the twelve month visit, the patient experienced stable angina. The patient had coronary artery restenosis to the target vessel in the "ri", the 1st om stent. At that time the patient also had a positive stress test. Angiography revealed that the rca stent was noted to be patent. It was reported that the restenosis was in the ri (ramus intermedius). Since there were only stents in the 1st om and rca, and the rca stent was noted to be patent, the restenosis will be attributed to the stents in the 1st om. The instent restenosis involved most of the distal portion of the stented segment. The lesion was revascularized and treated with an angiosculpt poba.

Manufacturer narrative:
Complaint conclusion: as reported by the (B)(4) study, a patient experienced stable angina at the twelve and fifteen month follow up visit and approximately one year after the index procedure the patient experienced coronary artery restenosis to the 1st om stents. This is a (B)(6) female with medical history including hyperlipidemia, family history of coronary artery disease, angina, diabetes mellitus (type ii), history of allergies include (codeine, lipitor & zocor), history of right thyroid mass/hashimoto's s/p partial right thyroidectomy and ex-smoker. The indication for the index procedure was stable angina pectoris. At the time of the index procedure ((B)(6) 2010), angiography revealed reveled 80% stenosis in the mid rca and a 99% stenosis of the 1st om. The first lesion treated was the rca described as 10mm in length, class b1 and de novo. The lesion including side-branches were less than or equal to 2.5mm. The reference vessel was 3.0mm in diameter. The lesion was pre-dilated with a 2.5 x 12mm balloon at 6atm and a 3.0 x 13mm cypher rx stent was implanted at 20atm by direct stenting. The residual stenosis was 0%. The second lesion treated was the 1st obtuse marginal (1st om) was described as having 99% stenosis, 30mm in length, class c, de novo, and anatomically complex. The reference vessel was 2.25 in diameter. The lesion was pre-dilated with a 2.0 x 12mm balloon at 2atm and a 2.25 x 23mm cypher rx was implanted at 15atm by direct stenting with 0% residual stenosis. An additional stent was used due to initial stent not fully covering the lesion. A 2.25 x 18 cypher rx stent was deployed distal to and overlapping the initial stent to fully cover the lesion. No post dilation was performed. No complications were reported and the patient was discharged the next day. At the twelve month visit, the patient experienced stable angina, at that time the beta blockers were increased and a stress test was scheduled. It is unknown what the stress test results were. At the fifteen month follow up visit, the patient experienced stable angina as well. It is unknown if any diagnostic procedures were done at this time or if the patient was medically treated. Then, one year after the index procedure, the patient had coronary artery restenosis to the target vessel in the 1st om stent. At this time the patient also had a positive stress test. The instent restenosis involved most of the distal portion of the stented segment. The lesion was revascularized and treated with an angiosculpt poba. Final angiography revealed 0% residual stenosis, no dissection and timi 3 flow. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Chest pain is a known potential adverse event associated with coronary stent implantation procedures and is listed in the cypher IFU as such. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. The natural progression of coronary disease as well as target lesion issues may contribute to the experience of chest pain / angina. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Diabetes and hyperlipidemia. This is one of three products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00118, 3003742446-2012-00173 and 3003742446-2012-0017.

Manufacturer narrative:
Concomitant medications taken at the time of the restenosis included: aspirin 162mg daily, pravachol 80mg daily, plavix 75mg daily, crestor 20mg daily, and metoprolol 50mg daily. Concomitant device: cypher us rx 2.25 x 23 (lot 15275167). Additional information will be submitted within 30 days of receipt. This is one of three products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00118, 3003742446-2012-00173 and 3003742446-2012-00174.